Event description:
Boston scientific received information stating: one episode stored as tachy episode, which was actually noise on lead, appeared to be likely some sort of emi. Patient has unipolar rv lead and was in hospital at time of documented noise. Unable to verify if patient was symptomatic to pause created by noise. Unable to reproduce noise on lead with isometric testing. All other lead measurements within normal limits. Noise inhibited pacing on pacer dependent patient. Pause of approximately 2.5 secs noted. No additional episodes documenting this. Dr. (B)(6), (B)(6) lead implant date (B)(6) 1995. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).